Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the primary surgery was performed on (B)(6) 2025. After the surgery, the infection was suspected. The debridement was performed on (B)(6) 2026, (reported on (B)(4)) but the infection numbers did not improve. The removal surgery was performed on (B)(6) 2026, during the surgery, the stem was fixed and only the acetabular side was removed. The cement mold was placed and the surgery was completed.

Manufacturer narrative:
Please disregard this mrn as the additional information was provided that states the stem was not revised and thus not considered a serious injury at this time. No further reports will be submitted against this mrn.